Event description:
It was reported that the patient experienced pain at the midline incision site and swelling two weeks after the initial implant of the reactiv8 system. Reportedly, no signs of infection, but the patient continued to report pain at the same midline incision radiating down to the implantable pulse generator (ipg) site. As a result, the patient underwent a surgical procedure to revise the lead strain relief loop and implant it deeper. There was no report of patient harm or injury. There was no allegation of a product deficiency. The device remains implanted and functional. No parts replaced.

Manufacturer narrative:
(B)(4). Following the strain relief loop revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device history record was reviewed. No relevant nonconformances were found. The device and patient information were added. Updated h6.

Manufacturer narrative:
Mml # c-01897.

Event description:
It was reported that the patient experienced pain at the midline incision site and swelling two weeks after the initial implant of the reactiv8 system. Reportedly, no signs of infection, but the patient continued to report pain at the same midline incision radiating down to the implantable pulse generator (ipg) site. As a result, the patient underwent a surgical procedure to revise the lead strain relief loop and implant it deeper. There was no report of patient harm or injury. There was no allegation of a product deficiency. The device remains implanted and functional. No parts replaced.